Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2011 and suture was used. Eight weeks after surgery the patient experienced a hole in the upper quadrant of the left breast. There was redness around the hole and suture was coming out of the hole. The patient was advised to cleanse the area and place neomycin in the area. Currently, the patient is doing better.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.